Event description:
A female patient received a second degree burn during treatment for "lumbalgia". The parameters of treatment were 4-pole interferential current (ifc) set to constant current. Durastick 5 x 5 electrodes were used and had been used 3 times prior to this treatment. The injury was associated with the output from channel 1. The patient required medical attention at the time of the incident; however, the health care professional stated her progress toward recovery was not impeded.

Manufacturer narrative:
Evaluation upon the receipt of the device.